Event description:
Procedure: tonsillectomy. Reportedly, the electrosurgical pencil caught fire in the patient's mouth during the procedure. The surgeon removed it from the mouth and the tip of the electrode continued to burn. No injury reported.